Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No unexpected restarts, post-reset alarm, history pointers failed, or trace pointers are invalid were noted during testing either.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple alarms and went blank display, changed the battery and it insulin pump restart. Customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarms. Customer was able to rewind the insulin pump. Customer reports the insulin pump was neither stored nor without a battery for less than eight hours. Customer states the alarm did not occur immediately after a battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.